Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and had dislodged into the pericardial space. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.